Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and a pacing impedance alert. Inappropriate therapy was delivered, and fracture was suspected. The patient was hospitalized, and the lead was programmed off. No further patient complications have been reported as a result of this event.